Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. Upon investigation, the monitor failed incoming testing and delivered a low energy pulse. The cause for the failure was isolated to contamination on connector j1002aa on the defibrillation board. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it failed a pulse test.